Event description:
Patient followed in (B)(6) with the va. Referred to wake forest baptist for laser lead extraction of the sjm rv lead due to oversensing noise. No inappropriate shocks delivered. Md decision to extract the sjm rv lead and replace with a mdt 6935m. No patient symptoms, no injury md decision to replace the ICD device with a new device since there is 18 months left on the existing battery. There are no device issues. Patient alive with no complications. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).